Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07710. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman® laa closure device and delivery system was advanced in the watchman® access system and the closure device was deployed. The echocardiologist saw there was a pericardial effusion in the transverse sinus. They monitored the effusion; however, the patient did not have any hemodynamic changes. The closure device met the release criteria, so it was implanted. After the procedure, the echocardiologist noted that there was a small effusion still. A follow up transthoracic echocardiogram (tte) was performed which revealed no effusion. There were no additional patient complications and the patient's condition was fine.